Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the glued connection between the luer lock and the tubing of an interlink y-type catheter extension set "came off" (came apart) which resulted in a leak. This was identified while in use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received with a blue bd threaded lock cannula connected. Visual inspection was performed and revealed a short insertion of the tubing at the y-junction joint. A connection test was performed and the tubing was able to be pulled from the y-junction. There was trace of solvent found at the tubing where the separation was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.